Manufacturer narrative:
Strain relief. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, explant date and pt data. The info has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
The physician reported as "leak" to allergan. No other info was provided and follow-up is in progress.